Manufacturer narrative:
Company comments: increased blood pressure is known event; this event is more severe. However, pt has history of hypertension. Possibly related; add'l info requested.

Event description:
Description of event or problem: this serious spontaneous device report was received from a medical assistant on behalf of a physician via a sales rep in the united states. The pt, a (B)(6), female, experienced hypertensive emergency and felt boiling hot after receiving two euflexxa (5% sodium hyaluronate) injections in both knees for osteoarthritis. On (B)(6) 2012, the pt received the first euflexxa injection in both knees for osteoarthritis. On (B)(6) 2012, the second injection was given in both knees. Sometime after the second injection on (B)(6) 2012, the pt felt boiling hot, so she drank water and splashed herself with water to cool off. On (B)(6) 2012, the pt could not breathe as she felt pressure. The pt called the ambulance and was transported to the emergency room. The emergency physician stated that the pt was having a hypertensive emergency (values not provided). The pt was treated with medication (drug name unk). The pt responded to the treatment and the blood pressure went down (values not provided) and was released to home. On (B)(6) 2012, the pt was seen by her primary care physician for follow-up on the hypertension. The primary care physician reported that he believed the pt's reaction was related to euflexxa injections. On (B)(6) 2012, the pt was seen by an orthopedic physician, who discontinued the euflexxa injection. On (B)(6) 2012, the pt was seen by the primary care physician for a follow-up. At the time of reporting, the outcome of events were unk. Medical history was provided and included the pt to be a non-smoker and denied alcohol use. Concomitant medications were provided and included the use of oxygen use via nasal cannula and tear solution. Further info has been requested. If new significant info is received, a follow-up report will be submitted.